Manufacturer narrative:
(B)(4)

Event description:
It was reported "the central lumen was broke, and the guidewire could not pass through. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was re-turned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The bladder was noted cut at approximately 6.5cm from the distal tip. The iabc central lumen was noted damaged within the flex tip assembly area; the wire-round (a part of the flex tip assembly) was noted separated and no longer attached to the inner cannula (iabc central lumen) at approximately 6.6cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The customer submitted photos were reviewed. The photos show the wire-round (a part of the flex tip assembly) was noted separated and no longer attached to the inner cannula (iabc central lumen). The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0064in and was within specification of process document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifi cations prior to release. The reported complaint that the "the central lumen was broke" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action, and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "the central lumen was broke, and the guidewire could not pass through. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".